Event description:
The following has been reported: biomed reported: (B)(6). Confirmed pump problem error wait for log review preliminary investigation: mechanical hardware failure (air compressor) the pump will be repaired by the mayo service team. No pump return. Could the issue stop an active infusion: yes did the issue stop and active infusion: no could the issue result in an over/under infusion: yes did the issue result in an over/under infusion: no could this issue prevent an infusion start up: yes replaced full pneumatics system pump placed in bring up mode and sent to the test line passed all stations of the test line front housing provisioned pump to 08 server sent to heratherm pump problem going into heratherm batt 1 and 2 over voltage failure read from logs on pump screen replaced batt reset battery counter pump problem still there at start up logs reviewed at mayo clinic repair depot indicate the following preliminary investigation: mechanical hardware failure (ipc grommet) device powers up fine but once cassette goes in\ pump major alarms tested new pneumatics and ran functional check - passed provisioned to bring-up mode - ready for test line failed function check 2 hardware test preliminary investigation: valve 6 leak failure replace pneumatics sent to the test line pass all stations of the test line front housing provisioned pump to 08 server sent to heratherm loaded into heratherm @ 06:30 06/13/2026 pulled from heratherm @ 18:30 06/13/2026 24 hour dwell - complete lvp burn-in test accuracy test - pass electrical safety test - pass provision pump to mayo server return to service provisioned pump software update complete. A preliminary review identified the following issue: pneumatic valve leak failure (valve 6) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.